Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and abandoned due to observations of noise and high out of range pacing impedances greater than 2000 ohms. Surgical observation did not reveal evidence of a fracture. No additional adverse patient effects were reported.